Event description:
Procedure type: colectomy. According to the reporter: the dst eea 28-4.8 stapler was fired on the patient's sigmoid colon. All was within correct stapling parameters. After it was fired the stapler was removed. It was checked for consistent donuts. This was confirmed. When the surgeon inspected the staple line, the anastomosis fell apart. They described that it looked like only half of the staple-line fired staples. The other half did not. They resolved the issue by giving the patient an un-needed temporary colostomy. This may be able to be reversed in a few months. A temporary colostomy was done as a result of the stapler failure, may be able to reverse it in a few months. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).